Event description:
It was reported that the customer had sensor issues on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that he had low inaccurate reading and weak signals. The customer was advised to try vertical insertion of the transmitter and sensor and waistpouch for sleeping. The customer said that he will try. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This (B)(4).